Event description:
Event description cpi received information that during a routine replacement procedure this endotak transvenous defibrillation lead was exhibiting artifacts on the shock egram. No visual insulation damage was noted. The lead was replaced with a new endotak.